Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. It was reported that when they left the facility yesterday around noon hadn't yet voided. Patient said that last night their bladder felt full however they couldn't pee so about 10pm went to the ER and they used a catheter and drained 900 cc's of urine. Patient said that once they got home had gone through 8 depends on and was leaking constantly. When asked, patient said that has left a message for the physician. Patient said that the manufacturer representative (rep) might have called however said that they have spam filter and won't receive calls and said that the rep would have to send a text first. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and made a slight increase in the setting. Patient will maintain stimulation level and will continue to track symptoms. Patient said was in pain and sore and was given pain medication. Email was sent to field staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.